Manufacturer narrative:
A review of device history and material records was performed and revealed no issues during production that would have contributed to the reported issue. Visual examination of the returned spacer revealed no physical damage to any part features. Spectrophotometry analysis performed on a solvent extract of the identified residue revealed a spectrum closely matching that of a number of commercially available surgical instrument lubricants, including synthes instrument and autoclavable oils. Although the manner the colored residue was introduced to the spacer could not be determined; it is presumed to be associated with a customer's sterilization process and not a deficiency in the product design and/or manufacturing. Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated 02/2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR.

Event description:
Synthes evaluation department identified a colored residue present on eight of twenty opal spacers contained in a customer returned evaluation set (part #60.803.103). This report is 3 of 9 for the same event.